Manufacturer narrative:
Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the customer had experienced difficulty when inserting the intra-aortic balloon (iab). The getinge representative reviewed insertion steps with them. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem, other relevant history, lot #, serial #, manufacture/exp dates, occupation, health professional? Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the customer had experienced difficulty when inserting the intra-aortic balloon (iab). The getinge representative reviewed insertion steps with them, and a new iab was inserted to continue therapy. There was no patient harm or adverse event reported.